Event description:
It was reported that the patient underwent a posterior fusion at l4-s1. It was reported that sometime post-op it was found on x-rays that fractures were found at s1. The vertebral body heights are well maintained. Si joints are well maintained. No additional patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.